Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records for manufacturing revealed no complaint related issues. The product evaluation revealed that all of the fingers are broken off the reduction insert. All the other components, including the separate green handle were present and had no damage. It is concluded that improper assembly of the instrument (not fully seating the insert) by the or staff likely caused the condition. An internal corrective action has been opened to address the root cause of this issue.

Event description:
It was reported that during an l2-l5 posterior lumbar fusion, the internal plastic threads that engage the metal threads on the matrix threaded persuader sheared off. The broken pieces of the plastic threads remained internal to the device. Surgeon used another device to complete the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
(B)(4)